Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance significant increase in ventricular lead impedance around (B)(6) 2010 (>2000 ohms). Lead warning noted (B)(6) 2006.

Event description:
It was reported that the right ventricular lead was "not functioning," had high impedance and a lead warning was triggered. The lead remains in use, but the device was programed to pace using the atrium. No patient complications have been reported as a result of this event.